Event description:
Olympus was informed that a polyloop was placed around a large polyp in sigmoid and became stuck. The user tried to release the sheath, but it would not release. The patient required admission to the hospital with multiple repeat procedures to attempt to remove the sheath.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding the report, and was informed that a polyloop was placed around a large polyp in sigmoid and the polyloop became stuck in the tissue. Three unsuccessful attempts were made to remove the instrument from the patient. The physician decided to leave the cut polyloop in the patient and let it pass naturally. The patient reportedly passed the distal end of the instrument naturally. No further information provided. The device referenced in this report was not returned to olympus for service. The exact cause of the user's experience could not be conclusively determined at this time. If additional significant information becomes available, a supplemental report will be provided.